Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 410 mg/dl, 361 mg/dl, 348 mg/dl. The customer reported that the insulin pump had insulin flow blocked alarm. The customer reported that delivered a bolus he received at alert that there is a blockage and he changed the infusion set three times. Troubleshooting was done for insulin flow blocked alarm and customer reported that insulin exited. The customer was advised to change the entire infusion system. The insulin pump and infusion set will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing.